Event description:
On 4/10/95, the initial rptr from the hosp reported to co field service that a hosp maintenance worker attempted to replace a spring in the articulated arm of a ceiling column with a heavier spring. The spring adjustment rod ejected from the articulated arm, hitting the worker's arm and breaking it. On 4/17/95, distributor field service visited the hosp to evaluate the device. The column was not available for inspection, however the spring adjustment rod was evaluated on site. It appears when the bolt located on the spring adjustment rod was being preloaded (tightened) to counterbalance the weight of the spring, it was tightened beyond the threaded section of the spring adjustment rod and locked on the threaded section of the rod. When the maintenance worker then attempted to loosen the bolt, the entire spring adjustment rod turned and unthreaded from the base mount (a plate attached to the spring adjustment rod, distal to the column shelf). The two weld joints which attach the basemount to the spring adjustment rod broke, probably from the torque of preloading and then loosening the bolt. The combination of broken weld joints and the spring adjustment rod unthreaded from the base mount allowed the spring adjusmtent rod to eject from the articulated arm. The spring adjustment rod hit the worker's upper arm and a compound fracture was sustained which required surgery and hospitalization. Further details of the extent of injury were not provided by the hosp. The spring adjustment rod was not released by the hosp for further evaluation by dist and MFR. Distributor concludes this incident was related to improper technique while attempting to replace the spring in the articulated arm. The weld joints broke when the bolt, which was locked on the unthreaded section of the spring adjustment arm, was over-torqued. Torquing the locked bolt also allowed the spring adjusmtnet rod to unthread from the base mount and eject from the articulting arm.